Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alerts, insulin blocked and insulin pump was not notifying her has happened 2-3 within 2 months, when she refills insulin pump sometimes had to use tweezers to get the syringe to come up, reservoir cap ring was cracked, belt clip insert on back of insulin pump was broken can no longer use clip. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.